Event description:
A malfunction alarm with the code malf 15 was reported. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump, which was under warranty. The customer planned to use multiple daily injections (mdi) as a backup to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to place the pump into storage mode before returning it using a pre-paid label. The customer understood and acknowledged all instructions.